Event description:
Customer was hospitalized for low blood sugar levels. The customer had high blood glucoses for the past five days and blodd glucose went low due to overbolusing to treat high blood glucose. It was indicated that the customer had become incoherent. The last set change was two days prior to the event. The programming was accurate and the pump passed the functional tests. The customer was instructed to follow the two high blood glucose rule.